Event description:
It was reported that the tip of the screwdriver broke off into a screw while the physician was placing an iliac screw during a unilateral construct at l3-ilium operation to correct for a sacral tumor. No delay to surgery or adverse patient consequences were reported as a result.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect si polyaxial screwdriver indicated that the fracture was located at the driver¿s distal tip. The second half of the broken tip was not provided as it was left in the shank of the screw. A review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. Although the root cause of the screwdriver tip becoming fractured cannot positively be determined, the results of scanning electron microscopy analysis show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this device. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. Complaint trends will continue to be monitored as part of post market surveillance activities. This complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.